Manufacturer narrative:
Device evaluation visual inspection: the visi-pro was removed from the pouch and inspected. The loaded stent was shifted distally, approximately 1cm from the proximal marker band. The proximal end of the loaded stent showed the struts connected to one of the tantalum spheres were folded/bent distally. No other damages to the visi-pro device were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a visipro stent to treat a little calcified plaque lesion in the right mid common iliac artery with 70% stenosis. The vessel diameter and lesion length was 8mm and 25mm respectively. There was no damage to packaging noted and no issues when removing the device from the hoop/tray. The device was prepped per IFU. The lesion was pre dilated. The device did not pass through a previously deployed stent. It was reported that stent dislodgement occurred during delivery to/at lesion site. The stent remained on the delivery system and was removed from patient. The procedure will be completed in future. There was no patient injury reported.